Manufacturer narrative:
Additional info received indicates that there was no instrument

Event description:
The customer reported that during the pipetting of an htlv-I assay using summit sample handler, there were bubbles in row h of the plate. The customer was asked when the bubbles occurred, and they were unable to offer additional details. They did not notice the bubbles until after the plate was completed. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-04267-08.